Manufacturer narrative:
It was reported that an impactor broke and a small piece was in the wound. They were able to get it out with no issues. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that an impactor broke and a small piece was in the wound. They were able to get it out with no issues.

Event description:
It was reported that an impactor broke and a small piece was in the wound. They were able to get it out with no issues.

Manufacturer narrative:
It was reported that an impactor broke and a small piece was in the wound. They were able to get it out with no issues. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. The sample is not available to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.